Manufacturer narrative:
The customer reported that the multigas unit is not accurate. According to the customer, the unit is off by 2 litters. The customer did an accuracy on this unit and it's failing as it's displaying lower readings than expected. The customer would like to have the unit exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit is not accurate. According to the customer, the unit is off by 2 litters. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was giving lower readings than expected while performing an accuracy check. There was no patient injury reported. No patient harm was reported. Investigation summary: the device was sent in for evaluation. During the evaluation of the reported device nihon kohden repair center (nk rc) was not able to confirm the issue of inaccurate values. A similar report of inaccurate values was investigated in ticket 144988 where a gas device error message was observed during the evaluation. A gas device error occurs when the unit becomes defective and needs to be repaired. The gas module was replaced with a new revision to resolve the issue. The new revision of the gas module contains a new pump and firmware to address issues related to early failure of the gas module and gas device error messages. As the pump is a wear and tear item, the root cause is likely associated to wear and tear of the pump.

Event description:
The customer reported that the multigas unit was giving lower readings than expected while performing an accuracy check. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The customer reported that the multigas unit was giving lower readings than expected while performing an accuracy check. There was no patient injury reported.